Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture or link seen when pulling out the plunger¿ was confirmed as a link detachment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The proglide device was used in the left superficial femoral artery. It should be noted that the perclose proglide instructions for use (IFU) states: do not use the perclose proglide smc system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). It is unknown if the IFU violation contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified left superficial femoral artery was attempted with a proglide device using the pre-close technique via an 8f sheath prior to transcatheter aortic valve implantation (tavi) procedure. Reportedly, there was no suture or link seen when pulling out the plunger. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 14f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.